Event description:
CPAP machine had heat device that sat directly on table near the bed and got quite hot; you could smell the wood it was sitting on. My husband's nurse came in and when she felt it, she thought it was putting her pt at risk. The CPAP machine ran out of water before morning causing me to have a bloody nose, dry mouth, and headaches.